Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6. The most likely root cause is patient-related factors, including coronary artery disease (cad) and diabetes mellitus (dm). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 2700tfx 25mm aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 6 months due to severe stenosis. The patient presented with cardiogenic/septic shock and nyha IV. A 26mm ultra was implanted.